Event description:
Additional information received on 07/20/2023 for mw5119240. Correction to concomitant device.

Event description:
While using the I realized that my phone was in "do not disturb" after a family member called regarding a situation that required my immediate attention and I was not able to respond. This puts me in a situation where after updating I will not be able to have alarms from the device attached. Reported to the company that the phone device as updated to a newer version is not compatible and that the cell company is responsible for it not working to their standards. Hence the company should have known using post-market management of cybersecurity and medical device risk management that the latest update to android would have affected the operation of the app due to the latest update and are required by (B)(4) to be able to address cybersecurity vulnerabilities and exploits are considered "cybersecurity routine updates and patches. I reported that my device is overriding sound making my implantable tracker for heart monitoring unable to be used while their device is being used as the sound is covered. Abbott would not entertain the idea of my wanting to make a complaint and for it to be an MDR as their procedure is only to take the information in and there is no fix and to contact my medical provider for further information as they are not responsible for the guidance for me to do what is next. This puts me in a position where I must go back to manual testing due to a software update and stop using their device as I am not able to not use my phone due to a software update or risk my family not being able to contact me or my heart monitor not sending notification or alarms. I find this unsettling to understand this and anyone who has an android phone that updates to the non-supported android 13 application is at risk due to the app stopping notifications and phone calls from being used and bluetooth override for the benefit of the application. Abbott is not following 21 cfr 803, 2018 medical device safety action plan, FDA's post market guidance, and medical device gmp in a regulated matter that has been the case of abbott for years for the libre system, laboratory testing, and baby formula. If I must shift to the reader it also is under recall freestyle libre 2 flash glucose monitoring system https://www.FDA.gov/medical-devices/medical-device-recalls/abbott-recalls-readers-usedfreestyle-libre-freestyle-libre-14-day-and-freestyle-libre-2-flash for > 4 million devices. My case is a prime example of the manufacturer abbott not following the cfrs and putting patient lives at risk by not being clear and making sure that software updates do not affect patients and then properly documenting complaints and providing feedback other than they are not responsible for anything that happens and it is up to your medical provider to give you the best information included to understand software updates and how they affect their patients and compatibility issues and technical understanding of how the device works. Libre 2 sensor: (B)(4). Reference report: mw5119241.